Manufacturer narrative:
As reported in a research article, percutaneous closure of a left atrio-ventricular valve paravalvular leak with the occlutech paravalvular leak device in a 5-year-old child. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that patient comorbidities or procedural circumstances could contributed to the event, however this cannot be determined. An unexpected medical intervention was a result of case-specific circumstances, as oxygen was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: percutaneous closure of a left atrio-ventricular valve paravalvular leak with the occlutech paravalvular leak device in a 5-year-old child. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of a left atrio-ventricular valve paravalvular leak with the occlutech paravalvular leak device in a 5-year-old child", was reviewed. The article presented a case study of a 5-year-old female patient with a history of repaired atrio-ventricular septal defect, endocarditis, hemolysis, complete heart block requiring pacemaker, and fundal ulceration secondary to esophagitis due to antiplatelet use. A 23mm masters series mechanical heart valve was chosen for implant on an unknown date. The device was implanted. Upon discharge the patient's gradient increased to 12mmhg. Over several years the patient deteriorated with poor growth and reduced exercise capacity despite medical therapy. Echocardiogram demonstrated progressive left ventricular dilatation secondary to left atrio-ventricular valve stenosis and severe perivalvular leak (pvl). The patient was brought back for transcatheter closure of the paravalvular leak. A 10mm x 4mm occlutech paravalvular leak device was implanted. A repeat right heart cathertization was performed to reduce left atrial pressure to 10mmhg. Following the procedure the patient was monitored for 24 hours before discharge on warfarin. At 6-month follow-up the patient had no residual pvl and an improved left atrio-ventricular valve gradient of 5mmhg. [The primary and corresponding author was natalie soszyn, division of cardiology, department of pediatrics, heart institute, children¿s hospital colorado, university of colorado denver, with corresponding email: nsoszyn@hotmail.com.]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "percutaneous closure of a left atrio-ventricular valve paravalvular leak with the occlutech paravalvular leak device in a 5-year-old child", was reviewed. The article presented a case study of a 5-year-old female patient with a history of repaired atrio-ventricular septal defect, endocarditis, hemolysis, complete heart block requiring pacemaker, and fundal ulceration secondary to esophagitis due to antiplatelet use. A 23mm masters series mechanical heart valve was chosen for implant on an unknown date. The device was implanted. Upon discharge the patient's gradient increased to 12mmhg. Over several years the patient deteriorated with poor growth and reduced exercise capacity despite medical therapy. Echocardiogram demonstrated progressive left ventricular dilatation secondary to left atrio-ventricular valve stenosis and severe perivalvular leak (pvl). The patient was brought back for transcatheter closure of the paravalvular leak. A 10mm x 4mm occlutech paravalvular leak device was implanted. A repeat right heart cathertization was performed to reduce left atrial pressure to 10mmhg. Following the procedure the patient was monitored for 24 hours before discharge on warfarin. At 6-month follow-up the patient had no residual pvl and an improved left atrio-ventricular valve gradient of 5mmhg. [The primary and corresponding author was (B)(6).